Event description:
It was reported to philips that the system displayed the message that the available image storage space was low and intermittently the system can only perform fluoroscopy, but not exposure. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The procedure was completed by restarting the device. The philips field service engineer (fse) inspected the system onsite and confirmed that device prompt image disk free space low. Upon further inspection, fse found that ippc was defective. Fse replaced ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.